Manufacturer narrative:
Evaluation on-going.

Event description:
Country of complaint: (B)(6). Incorrect measured values were indicated for cup insertion depth. Two cases: plasmafit cup was used as metal shell. The surgeon found that the measured value of "depth of cup insertion" was wrong during a surgery. In the second surgery the following day the same issue occurred.